Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. The getinge field service engineer(fse) that discovered the issue confirmed failed pressure regulator and vacuum check. X-2 drive should read between 0-125 reading on unit was 144. A higher vacuum reading indicated that there was a leak in the pneumatic system. Replaced 2500 hour kit (d040-00-0146), vacuum hose vp2-mp1 (d004-00-0070), replaced male pneumatic component nip flow bulk (d103-00-0375). Fse tested unit, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) vacuum is high and has a leak. There was no patient involvement.